Event description:
It was reported that the right ventricular (rv) lead pace/sense portion slowly increased from approximately 500 ohms to a high 1600 ohms within in 6 month period due to a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).